Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: lens was returned dry in the lens case/vial. There was clear surgical residue/debris on the product. Visual inspection found the haptic broken. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -18.0/+2.0/171 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.